Event description:
Spiros would not attach to tubing set at end of compounding. Multiple devices were attempted from the same lot. Drug had to be remade and wasted. Medication did not make it to the patient.